Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine via an implanted pump. It was reported that four months after pump placement, an otherwise fairly healthy young patient developed neuropathic pain around and medial to pump, eventually traveling back towards spine, and becoming more constant than intermittent. The pump was also painful to touch, so much that pump could not be refilled. It was noted the patient had good relief for several weeks before onset of symptoms. There was no sign of infection at all except elevated sed rate. The hcp was going to repeat the kub and labs that they did when the patient presented on (B)(6). Additional information was received from a health care provider via a device manufacturer representative on (B)(6) 2020. It was reported that the patient presented to the office because her pump was alarming. Upon interrogation the pump had 0.3ml in the reservoir. The pump was going to be filled with saline but the patient's abdomen was so tender she could not tolerate a refill. The doctor suspected an infection, but noted the patient's labs were "ok." She wanted the pump removed so everything in the patient's abdomen could heal up. The patient's weight was unknown. The patient's medical history included gastric bypass surgery. The patient's status at the time of the event was alive - no injury. No further complications were reported.